Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival, the iabp unit was powering up and working fine. The fse tested the iabp unit but no obvious issues were observed. The fse removed the covers and noted there was a small build up of condensation in the internal filter. The fse suspected the reported issue was caused due to condensation build up in the tube during use. A condensation removal procedure was carried out and the inline water filter was removed and replaced. The fse then ran the iabp unit for an extensive amount of time with no issue. The fse returned the unit to the customer and advised that further extensive running of the machine be performed before using the device in a clinical situation. Further testing still revealed a fault. The iabp unit was immediately reinvestigated and it was observed the s2 on the bimba cylinder was found to have slipped beyond the limits of the interior sensors. The bimba cylinder had not gone through the proper sequence of events within factory specifications which caused the autofill failure. Subsequently, the fse replaced s2 and the retaining screw was tightened and locative used to ensure it would not slip out of place again. The fse then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was removed from the patient and taken to the perfusionist's office where it was power cycled and put on a trainer. The issue persisted. No patient harm, serious injury or adverse event was reported.